Event description:
Reportedly, durinf an implantation attempt the ventricular lead impedance remained around 1800 ohms despite multiple repositionings. Lead was not implanted and a new one was used.

Event description:
Ventricular lead impedance remained around 1800 ohms despite multiple repositionings (lead was replaced).

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Upon receipt, the screw fixation was extended. After thorough cleaning to remove blood and tissue residues, the fixation mechanism was able to extend and retract within specification. Standard electrical measurements were within specification, and they did not indicate any electrical contact issues (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests measuring impedance under both dry and wet conditions did not reveal any abnormal values or current leakage between the conductor lines, either at the distal or proximal levels. Based on investigation result the reported abnormal impedance value may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in cavity. Considering the available data and investigation findings, a lead-related issue is not suspected to be associated with the reported events.